Event description:
The company was informed that the pt had erythema, swelling and skin irritation at the implant site and developed a fever. The pt was admitted to the hospital on (B)(6) 2012 and put on IV ancef. The pt's implant site began to clear up and the pt was prescribed oral keflex for another 8 days and discharged from the hospital on (B)(6) 2012.